Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an antral transection in whipple pancreatic duodenectomy procedure, of the four staple lines only two were complete and unfortunately the pins on the proximal side did not form the b configuration after firing. The surgeon performed a resection of the incomplete stapled body of the stomach and did a hand sewn closure. No adverse consequences reported.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose, intraperitoneal (ip)), fortum (500mg, daily, ip) and amikacin (100mg, daily, ip). Pd therapy was ongoing, as well as remedial therapy with fortum and amikacin. The peritonitis was resolving.